Event description:
It was reported there was an estimated replacement indicator (eri) message. Patient reached eri within 6 months. Longevity calculation showed eri at less than 3 months and end of service (eos) at 5 months with patient current settings. It was also noted the patient had it set at 5 volts and the longevity for those settings would be 6.72 months from implant. The last three months the patient¿s device had been increased to 7.5 volts. Follow up reported the battery depletion was not surprising considering the high voltage setting need for therapy. There was no suspected issue or malfunction with the device. It was unknown when the replacement would be scheduled. The patient was doing well and benefiting from therapy. Additional information received reported that longevity calculation to estimate the implantable neurostimulator (ins) battery life. It was noted that ¿c+0-, 210, 4.5v, 130r, 663 and 6.7ma.¿ it was further noted that 9.96 months to eri and 12.96 months to end of service (eos). It was noted that the patient had been at 8v at times and if at 8v the entire time it would have been less than 3 months. It was noted ¿r:c+0-, 210pw, 4.5v,130r, 742 ohms and 5.98ma.¿ it was further noted that with those settings it would be 11.5 months to eri and 1.5 months to eos. It was noted that if primary cell (pc) had been used: 7 months eri and 10 months eos at the 4.5v setting. It was noted that the current ins had lasted only 5 months. It was further noted that the patient was not a good candidate for a rechargeable. It was noted that the patient had a possible open but was not using that contact. It was noted that impedance readings for contact 2 were ¿c/2: 7681, 0/2: 8168, 2/3: 7550.¿ refer to manufacturer report # 3004209178-2013-12932 patient has bilateral devices and it was unclear which device the high impedances pertained to.

Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3391s-40, lot # v597842, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3391s-40, lot # v597842, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4)

Manufacturer narrative:
Analysis of the ins, (B)(4), found no significant anomaly. It was noted that the stimulator battery was at normal end of life. It was further noted that the telemetry and output were okay.